Event description:
It was reported that nurse getting alert 02 (low flow) on the arctic sun device. They have been getting a flow rate of 3lpm until recently. Initial values of flow rate was 0lpm, inlet pressure was -6.9psi, circulation pump command was 77 percentage, system hours were 2115 and pump hours were 1877. They disconnected and reconnected pads using proper technique. Nurse restarted therapy. The device primed and stopped. The flow rate was 0lpm, inlet pressure was -7.1psi and circulation pump command was 82 percentage. Mis advised that the flow meter on this device likely needs to be replaced.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed flowmeter. The device underwent functional evaluation upon receipt, and the flow issue was reproduced. The flowmeter was replaced. After the repair, the device underwent functional evaluation and passed all applicable testing. The device did not meet specifications, and was influenced by the reported failure. The device was in use on a patient. The device history record review was not required as event was not an out of box failure and therefore is not manufacturing related. A labeling review was not performed since the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that nurse getting alert 02 (low flow) on the arctic sun device. They have been getting a flow rate of 3lpm until recently. Initial values of flow rate was 0lpm, inlet pressure was -6.9psi, circulation pump command was 77 percentage, system hours were 2115 and pump hours were 1877. They disconnected and reconnected pads using proper technique. Nurse restarted therapy. The device primed and stopped. The flow rate was 0lpm, inlet pressure was -7.1psi and circulation pump command was 82 percentage. Mis advised that the flow meter on this device likely needs to be replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.